Event description:
It was reported that an o-ring was on the pneumatic tap. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy.the customer's blood glucose was 300-330 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.